Event description:
It was reported that the ilet pump did not connect to the dexcom cgm, with the device displaying zeros for bluetooth version and name, and repeated reversion to the start sensor menu after code entry; the device was replaced and the user was instructed on return procedures and interim cgm use. Symptoms included hyperglycemia with blood glucose reported over 500 and elevated overnight. Outcomes included temporary impairment due to high glucose without medical intervention, ketone testing, or hospitalization. Investigation included troubleshooting steps to verify cgm start, bluetooth status review on the ilet, and assessment of pairing functionality. Investigation of this case revealed a loss of wireless communication capability in the pump consistent with a communication hardware or firmware malfunction that prevented cgm pairing. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the ilet¿s bluetooth communication subsystem.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.